Event description:
This is filed to report single leaflet device attachment (slda), requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4 with flail. The first clip was implanted a2/p2 medial. A second clip was placed a2/p2 central. It was very difficult to see the leaflet insertion of the anterior leaflet due to poor image quality. The physician decided to deploy the clip. After deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the anterior leaflet. A third clip was placed a2/p2 lateral, close to the second clip, reducing mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze the cause of the reported image resolution poor appears to be due patient anatomy. The cause of the reported instructions for use (IFU) was due to procedural circumstances (bad imaging). The cause of the reported incomplete coaptation cannot be determined. A letter will not be sent to the account to address the deviation, as it cannot be determined if the IFU deviation contributed to the reported incomplete coaptation. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling.